Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was out shopping alone, lost consciousness and had a seizure. Before the patient lost consciousness the cgm was reading 64 mg/dl. Someone from the store called 911 and an ambulance arrived and took the patient to the emergency room (ER). The patient regained consciousness in the ambulance. At the ER, a nurse checked the patient's blood glucose and it was 54 mg/dl. The patient was treated with unspecified medication and was discharged from the ER after four hours. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.